Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of the pumphead module. This condition had the potential to interrupt delivery. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be corrosion to the pump head module (phm). To correct the condition, the phm was replaced. If any additional information is received, a follow up MDR will be sent.